Event description:
It was reported that on an unknown date, a 27mm epic valve was implanted in the patient. On (B)(6) 2025, the patient valve was replaced with a 27mm epic valve due to pannus. The patient was reported stable.

Manufacturer narrative:
Explant due to pannus was reported. The device was returned to abbott for investigation and found cusp 3 to be torn with thinning and loss of collagen fibers at the tears site. All three cusps to have limited mobility. There is essentially no pannus formation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined. The reported surgical intervention was result of case-specific circumstances as the valve was explanted and another valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, a 27mm epic valve was implanted in the patient. On (B)(6) 2025, the patient valve was replaced with a 27mm epic valve due to pannus. The patient was reported stable.

Manufacturer narrative:
Correction: d4, h11. Explant due to pannus was reported. The device was returned to abbott for investigation and found cusp 3 to be torn with thinning and loss of collagen fibers at the tears site. All three cusps to have limited mobility. There is essentially no pannus formation. The device serial number was not provided, and therefore the device history record could not be reviewed. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined. The reported surgical intervention was result of case-specific circumstances as the valve was explanted and another valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, a 27mm epic valve was implanted in the patient. On (B)(6) 2025, the patient valve was replaced with a 27mm epic valve due to pannus. The patient was reported stable.